Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was over 500 mg/dl. Customer advised they had a bent cannula when they changed out their infusion set. Customer was advised a bent cannula would not cause a no delivery alarm unless the patient did not receive insulin. Customer declined to further troubleshoot neither the device nor their high blood glucose levels. Customer advised they would call back when they received a tubing clamp in order to perform the high pressure test.